Event description:
It was reported that the surgeon attempted to insert a cq2015 three piece collamer lens and the leading haptic was torn as it was advancing through the injector. There was no patient contact. The reporter stated the incident was due to a loadng error. This is one of three lenses the surgeon attempted to implant in the patient. See MFR report number 2023826 2006-01680 and 2023826-2006-01681.

Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product showed that the optic was torn and there was a clear surgical residue on the lens. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.